Event description:
It was reported to covidien on 03/03/2009, that a customer had a problem with a defibrillator pad. The customer stated that during utilization of a pair of electrodes, the defibrillator would not start. During use, the electrodes were turning red. The power used for the shocks was 300 jolts.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.